Manufacturer narrative:
Please note the correction to h6 device code. The reported event could be confirmed, since physical evaluation revealed a damaged rod and simulation of functional check revealed an impaired assembling. The device inspection revealed the following: the tip of the inner rod is significantly damaged. The very tip is obviously bent, and threaded windings are deformed. A simulation of a pre-surgical function test was performed on the lag screwdriver received. A sample lag screw and the returned lag screwdriver were used. A fully form-fit of outer threaded rod inside lag screw impossible due to damage found. Based on the fact that nothing was noticed during pre-operative functional check and nothing reported after last usage or during maintenance check it could not be excluded that it is linked to improper handling during procedure. Utmost likely assembling was performed in slight oblique condition, supported by condition of inner threaded rod. Thus, it has to be classified as user related. In case of intended use such damage would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that the device was defective.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the device was defective.